Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "lower link switch not activating(ec 322)" was not reproduced. The device was able to power on, open the door, load the tube and run an infusion with no alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's lower link switch was not activating(ec 322) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: a review of the event history log had no occurrence of ec322. Should additional relevant information become available, a supplemental report will be submitted.